Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: tgv, route; guide cath: launcher 7f ebu3.5; sheath: introducer sheath 7fr. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot that suggest a product deficiency. Based on the review, no product deficiency was identified.

Event description:
It was reported that during a procedure of an acute myocardial infarct patient with moderately tortuous, calcified, 100% stenosed left anterior descending (lad) artery disease, after predilatation with a 1.25 mm balloon catheter and a 2.0 mm balloon catheter, the 2.5 x 28 mm promus stent delivery system (sds) was advanced but could not cross the lesion. The promus sds was attempted to be removed in the guide catheter for additional predilatation, however, resistance was met with the guide catheter. The sds was removed and outside the anatomy it was noted that the edge of the stent strut was lifted up. The device was not used. There was no reported adverse patient effect. Additional predilatation was completed with a 2.5 mm balloon catheter and a 2.75 x 28 mm and a 3.0 x 28 mm promus stents were delivered and the procedure completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.